Event description:
Caller reported an issue with the cartridge fit for the tandem mobi pump. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The caller successfully loaded a cartridge before contacting customer support, and the issue was resolved without any indication of user error or misunderstanding.